Event description:
A family member took two flowflex nasal covid tests, which I had purchased from (B)(6) because (B)(6) was out of binax tests. Both flowflex tests reported he had covid. Both flowflex tests were wrong. Because of those two positive flowflex tests, my family member had to isolate immediately before the holidays and we had to report his test result to all he had contacted, alarming them. They also then had to scramble to find covid tests and contact their contacts, alarming them, and so on, flowflex's viral error. We followed up the next day with a binax test that reported he did not have covid. To confirm, we followed up later that day with a pcr test that also reported he did not have covid. To reach the pcr test required traveling 90 miles. Then we had to contact all my family member's contacts and tell them he did not test positive for covid. They had to contact all their contacts, and so on. On the internet, numerous people--when I last looked, seemingly more than half--have complained about flowflex's tests. It also seems that on sites that sell flowflex, there are pumped reviews using similar language, possibly indicating people are paid to post positively about flowflex. After we verified that flowflex had given us a false result, I tried to contact both the FDA and the (B)(6) department of public health, to report flowflex's bad result. The attitude seemed to be that it was something that neither deal with, or I reached interminably looping recordings. One would think that after two years of the world's worst pandemic, the FDA and (B)(6) public health would have easily accessible reporting means in place, but neither does. Two flowflex covid-19 antigen home tests made in (B)(4), delivered false positives. FDA safety report ID# (B)(4).